Event description:
Approximately 1 year and 7 months post tpvr using a 26mm sapien 3 valve via jugular access, the patient presents with severe pulmonary insufficiency that was observed on transesophageal echocardiography (tee). Review of the echo image confirmed that there is severe regurgitation of the transcatheter heart valve in the pulmonary position. The patient is being closely followed by the medical team however, no other information is available at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text: valve remains implanted.

Manufacturer narrative:
Correction to h6; component code, impact code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events for post-implantation-central regurgitation and leaflet motion restricted were confirmed based on the medical report and provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, "approximately 1 year and 7 months post tpvr using a 26mm sapien 3 valve via juglar access, the patient presents with severe pulmonary insuffienceny and "valve deterioration" that was observed on tee." There are several factors can lead to immobile leaflet, which includes calcification, thrombus, and pannus/host-tissue ingrowth. Based on medical record, patient had the history of hyperlipidemia, which is a known factor that may increase the risk of valve calcification. Calcified leaflets are stiffened which could affect the function/coaptation of leaflets resulting in motion restriction. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Due to leaflet motion restriction, the normal functioning of leaflet is impacted resulting in observed central leak. In this case, available information suggests that patient factors (leaflet motion restriction, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to a4 , b5 and b7.

Event description:
Per medical record review, 50 y/o female with congenital heart disease: pulmonary stenosis s/p valvulotomy at 2 days of age, followed by a 2nd procedure at the age of 5. The patients current cardiac MRI revealed severe pulmonary regurgitation. No thrombus formation was seen on recent imaging. A valve fluoroscopy and tee confirmed good integrity of the ew sapien valve stent; however, severe pulmonary valve regurgitations was noted, possibly due to decreased mobility of one of the valve leaflets. The patient has a history of decreased exercise tolerance and may be due to her pulmonary insufficiency and rv remodeling.

Manufacturer narrative:
Update to b5 and h6.

Event description:
The patient currently is still symptomatic and has stopped exercise program and is waiting for MRI to schedule for (B)(6) to plan viv or redo surgery.

Manufacturer narrative:
Update to b5 and b7.

Event description:
A review of the medical records revealed that the two-year cardiac angiography indicated a history of tetralogy of fallot, status post remote repair, and transcatheter pulmonary valve replacement. Pulmonary regurgitation was calculated at 46% based on flow velocity measurements. The patient experienced a significant motor vehicle accident, notable for blunt chest trauma with contusion and chest discomfort lasting 3-4 weeks. A chest x-ray (cxr) did not show any signs of fracture, but a repeat transthoracic echocardiogram (tte) in (B)(6) 2022 reportedly showed severe central pulmonary regurgitation. The patient is scheduled to receive a new transcatheter heart valve (thv) in the pulmonic position as part of the compassion s3 trial.